Event description:
As reported, during a laparoscopic right inguinal hernia repair on (B)(6) 2023, patient was implanted with a large right 3dmax mesh. It was reported that post implant patient developed an allergic reaction with complaints of pain and swelling in her abdominal area. The patient started wearing an abdominal binder for the swelling and takes ibuprofen for abdominal pain. The patient is reported to have numerous allergies. Reactivity testing is scheduled on (B)(6) 2025. Addendum: final reactivity test results were provided to the patient on (B)(6) 2025 showed no reaction to the 3dmax mesh.

Manufacturer narrative:
As reported, the patient had an allergic reaction (swelling and pain) post implant of 3dmax mesh. A mesh sample has been provided to the doctor to perform reactivity testing and reportedly the test is scheduled on (B)(6) 2025. At this time, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device lists allergic reaction and pain as possible complications. Note: the date of event is provided as a best estimate (21-jan-2025), based on the date of awareness of the reported event. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the reactivity test result and DHR result. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative conditions experienced by the patient do not appear to be caused by the 3dmax mesh used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the patient had an allergic reaction (swelling and pain) post implant of 3dmax mesh. A mesh sample has been provided to the doctor to perform reactivity testing and reportedly the test is scheduled on (B)(6) 2025. At this time, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device lists allergic reaction and pain as possible complications. Note: the date of event is provided as a best estimate ((B)(6) 2025), based on the date of awareness of the reported event. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic right inguinal hernia repair on (B)(6) 2023, patient was implanted with a large right 3dmax mesh. It was reported that post implant patient developed an allergic reaction with complaints of pain and swelling in her abdominal area. The patient started wearing an abdominal binder for the swelling and takes ibuprofen for abdominal pain. The patient is reported to have numerous allergies. Reactivity testing is scheduled for (B)(6) 2025.